Event description:
Customer reportedly received the following results on the compact plus system: 31 mg/dl and 114 mg/dl - strip lot 20724844, within 10 minutes no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.